Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was drop to 54 mg/dl after with the meter and 100 mg/dl at the time of call. Customer was treated with glucose tablets and had a peanut butter sandwich with milk. Troubleshooting was declined for low blood glucose level and low battery alert. Customer stated that the sensor had change sensor alert and calibration not accepted alert. The insulin pump will not be returned for analysis.